Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill appointment. It was unknown if the patient had experienced any symptoms. It was later reported that the patient's pump reservoir was empty. The patient was to have a refill on (B)(6) 2014. The drugs in the pump were baclofen and morphine.

Event description:
Additional information reported the patient was taking oral baclofen at the time of the event. The patient's refill date was scheduled later than anticipated due to lack of patient return with possible fill date due two weeks past. When the pump was interrogated and a fill was performed, there was medication in the pump and the alarm date was not passed. An alarm was not confirmed through telemetry. No troubleshooting or intervention was needed. Regarding how the patient was doing it was indicated "no changes". Due to travel and short stay post implant, the patient did not return and was not scheduled until time when the fill date was thought to be passed. When the pump was read, this was not the case.

Event description:
The alarm date for the refill was (B)(6) 2014 and the patient did not get the pump filled. The pump was later refilled and the healthcare professional was monitoring and considering a dye study in the future.